Event description:
It was reported that the patient arrived in hospital after receiving several shocks due to right ventricular (rv) lead noise and oversensing. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 22 - ventricular nst<=210 ms on (B)(6) 2012 in the timeframe between 17:58:07 and 18:48:03. 6 - vf<=200 ms average v-cycle on (B)(6) 2012 in the timeframe between 18:12:59 and 18:46:03.